Event description:
A trilogy 100 ventilator device was returned to a service center for service. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation, the service technician observed an r ventilator service required error code e193 (err_perm_fail_int_li_ion) in the error log. This error indicates that an internal li-ion battery permanent failure, and failure of internal battery may impact therapy; however, no documentation of a replaced component. Additionally, the rubber feet were missing, the cord retainer was missing, and the device had an additional r ventilator service required error code e290 (err_urgent_reminder). The device will need an internal battery pack. The device was disqualified from recertification and was scrapped; therefore, no additional repair information was provided.

Manufacturer narrative:
The reported failure of r ventilator service required error battery permanent failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.